Manufacturer narrative:
(B)(4).

Event description:
During a routine visit, it was found that all electrodes on the right lead were out of range/high impedance failure. As a result, the patient underwent revision surgery to replace the right lead. The entire right lead was removed, and a new lead was implanted without complications. There was no report of patient harm or injury. Pre-explant images were reviewed. No implant nonconformances were observed.

Manufacturer narrative:
Mml # (B)(6). Although requested, the part has not been received. Therefore, the root cause of the alleged product deficiency is unknown. If part is received, an investigation will be performed, and a supplemental report will be submitted. The implant imaging was reviewed and confirmed proper implant technique. The device history record was reviewed. No relevant nonconformances were identified that could have contributed to the alleged malfunction.

Event description:
During a routine visit, it was found that all electrodes on the right lead were out of range/high impedance failure. As a result, the patient underwent revision surgery to replace the right lead. The entire right lead was removed, and a new lead was implanted without complications. There was no report of patient harm or injury. Pre-explant images were reviewed. No implant nonconformances were observed.